Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic aortic valve, saline testing revealed that one leaflet would not completely close, resulting in backflow. The valve was explanted and replaced. No additional adverse patient effects were reported.